Event description:
Philips received a complaint on the defibrillator indicating that ¿the ECG port was broken due to physical impact..¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the ECG ports of the system were broken due to physical impact. The ECG port was not replaced because the customer did not approve the quote. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed.